Event description:
It was reported that during a lap cholecystectomy procedure, the clips scissored. A new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/03/2008. Information anticipated, but unavailable at this time.